Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a hole in the delivery catheter. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and a 30mm watchman ® laa closure device & delivery system was advanced. The closure device was partially deployed and then withdrawn by the physician in error. He decided to remove the system and start over. As the closure device had not been fully opened, they began to prepare the system again. While flushing they noticed a hole in the proximal portion of the delivery catheter. The procedure was continued with another 30mm watchman ® laa closure device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The shaft was perforated 5.1cm from the hub. The tip was damaged, with damage consistent with anchor damage during recapture and one of the tricuts folded in. The implant was deployed during analysis and found to be the consistent with reported size. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the closure device was not partially deployed as previously reported. The error occurred while the closure device was still in its sheath, the physician turned the release knob.